Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.9, lab: 1.7. Patient's target inr = 2.5.

Manufacturer narrative:
Investigation pending.